Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The health care professional (hcp) mentioned the patient fell a few weeks ago. Reprogramming changes were performed. No adverse patient effects were reported. At this time, this device system remains in service.